Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 49, vibrate, replace battery now alert, and pump error 68. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer was able to clear the error and fill cannula delivery test was successful. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The pump vibrated properly during the self test. Activated and deactivated the vibrate function from the audio options and vibrate menu. The vibrator responded and activated properly each time. No vibrate anomaly, pump error 68 alarm, or pump error 49 alarm noted during testing. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the history files reveals no replace battery alert, replace battery now alarm, low battery alert on or close to the event date, 5/23/2024, and on 5/23/2024 there was a pump error 68 alarm (07:28:38), pump error 49 alarm (07:28:38), pump error 23 alarm (07:29:21) generated. No excessive or unusual power/battery related alarms noted in the history files. The pump was cut open for a visual inspection. Moisture damage was found on the vibrate harness assembly, pcba 1, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. No vibrate motor operation is confirmed due to the moisture damage on the vibrate harness assembly found during the visual inspection. Unexpected battery power loss, replace battery alert, pump error 49, and pump error 68 alarm are all not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.